Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed that the voltage alert was part of the safety architecture and was an early warning indicator of premature depletion. Moreover, the health care professional stated that this device had already reached battery capacity depleted with limited device functionality. Device replacement was recommended. At this time, this device remains in service, and there were no adverse patient effects reported. Additional information received which indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed that the voltage alert was part of the safety architecture and was an early warning indicator of premature depletion. Moreover, the health care professional stated that this device had already reached battery capacity depleted with limited device functionality. Device replacement was recommended. At this time, this device remains in service, and there were no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.